Manufacturer narrative:
Following the incident, the lift and sling were inspected by arjo. The inspection revealed no malfunction. During the interview, the customer stated that the event was caused by user error. The resident was supposed to use the medium size sling. During the event, the large size sling was used. The head supports were not installed in the sling. According to the customer, one of the sling's leg clips was not properly attached to the lift. Arjo slings with head support have two pockets in the head section that contain plastic reinforcement pieces - stiffeners. The two plastic stiffeners are placed in the pockets of the sling to support the patient's head during the transfer. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The facility staff indicated that the event occurred during the repositioning of the patient in the wheelchair in the final phase of a transfer. This proves that the sling was correctly attached to the spreader bar before the transfer began. Considering that the clip detached, we concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the clip. The passive sling clip instruction for use (04.sc.00-9en) warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿check that the stiffeners are completely inside the stiffener pockets, if any.¿ based on the information provided by the customer, it seems that incorrect resident handling is the most likely cause of the clip detachment. No device malfunction was found that could lead to the resident fall. Additionally, the missing stiffeners in the sling head section could influence the resident¿s stability in the sling. The arjo floor lift and the sling fitted with clips were used as a system during the resident transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to reported sling clip detachment during transfer and the resident fall.

Event description:
It was reported that a resident was transferred from a bed to a chair using a maxi move passive floor lift and an arjo clip sling (model number maa2040m-l-l1). It was reported that when the resident was lifted from a bed, the lift was backed away from the bed, the spreader bar was adjusted to place the resident in a sitting position and the resident fell before reaching the wheelchair. It was noted that the right leg clip of the sling became detached from the spreader bar. As a result of the incident, the resident sustained a bruise to the right elbow and thigh.